Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported receiving multiple shocks. She was observed in the emergency department with a short run of non-sustained ventricular tachycardia (nsvt) and reported having additional shocks. Confirmation of the additional shocks was requested; however, the patient will not allow another device interrogation and will not turn on her latitude remote monitoring system. The patient has a history of very fine ventricular fibrillation (vf). Additionally, very small amplitudes were noted on the surface electrocardiogram (ECG). Detection delays were programmed very short, and the caller inquired if there was a delay in therapy delivery. A boston scientific technical services consultant reviewed the data; however, no details have been reported. The system remains in service and no adverse patient effects were reported. It was reported that review of the first episode confirmed the shock was appropriate. The overall time to therapy from onset of the ventricular fibrillation (vf) could not be determined; however, the shock channel indicates an ongoing arrhythmia that potentially originated in the left ventricle (lv). The right ventricular (rv) channel is seeing discreet signals and markers appear appropriate. Intermittent functional undersensing due to signal amplitude variability resulted in an initial divert decision. The second charge was a committed shock with successful conversion. Overall delay to therapy within the episode was approximate 3.5-4 second delay between divert and redetection satisfied to charge. There were no other events on the day in question. Two additional events occurred three days later; however, criteria to deliver therapy was not met in either event. The consultant discussed programming options and stated that given the appearance of the arrythmia originating in the lv, an electrophysiology study may be necessary as well. The system remains in service and no adverse patient effects were reported. It was reported that this patient was admitted to the hospital as there has been no resolution to the ongoing clinical observations. The most recent event of vf resulted in a shock after she had reverted out of vf for more than ten beats. The patient is suffering from shock post-traumatic stress disorder ptsd) and the caller requested information about programming options further discussion with technical services. No additional adverse patient effects were reported.